Event description:
The customer observed false nonreactive architect anti-hcv results that matched results from the alinity but did not match other methods for one patient. The following data was provided: architect sid (B)(6) 2023 anti-hcv = 0.07 nonreactive s/co (B)(6) 2023 = 0.07 nonreactive. Other result from (B)(6) 2023 hbsag = 0.22 nonreactive. Other manufacturers testing: elisa mila lab = high reactive result cut off = 0.354 results = 3107, 2182, and 2223. Elisa confirmation test is positive for anti-core. Nat testing = negative, nonreactive. Reference lab elisa vector-best = reactive, positive. New sample same results: architect = negative, nonreactive elisa mila lab = 2525 and 2962 positive, reactive. Historical results for donor: (B)(6) 2023 architect result = negative, nonreactive nat testing = negative, nonreactive customer checked that sample on elisa mila = positive, reactive. Moscow lab results = elisa anti-hcv and 2 russian manufacturers are all negative, anti-hcv confirmatory elisa(russian manufacturer eco lab) is negative. Immunoblot results from (B)(6) 2023 only ab to c1 is positive(2+). Alinity 15nov2023 = 0.085 nonreactive. Please see ticket (B)(4) for reportability of alinity result update information update from 30nov2023: immunoblot result from blood taken 08nov2023 is uncertain, c1 is positive (2+). Donor tbili = 43 umol/l normal range = 2-21. Dbili = 9.04 umol/l normal range = 0-5.13 umol/l. Alt is normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.upon further review and information received b1 changed to adverse event, product problem and b2 outcomes attributed to ae changed to disability/permanent damage. B5 has additional information regarding testing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed false nonreactive architect anti-hcv results that matched results from the alinity with other methods having both reactive and nonreactive results for one patient. The following data was provided: architect sid (B)(6) 08nov2023 anti-hcv = 0.07 nonreactive s/co (B)(6) 2023 = 0.07 nonreactive. Other result from 08nov2023 hbsag = 0.22 nonreactive. Other manufacturers testing: elisa mila lab = high reactive result cut off = 0.354 results = 3107, 2182, and 2223 elisa confirmation test is positive for anti-core nat testing = negative, nonreactive reference lab elisa vector-best = reactive, positive new sample same results: architect = negative, nonreactive elisa mila lab = 2525 and 2962 positive, reactive historical results for donor: (B)(6) 2023 architect result = negative, nonreactive nat testing = negative, nonreactive customer checked that sample on elisa mila = positive, reactive. Moscow lab results = elisa anti-hcv and 2 russian manufacturers are all negative, anti-hcv confirmatory elisa(russian manufacturer eco lab) is negative. Immunoblot results from (B)(6) 2023 only ab to c1 is positive(2+) alinity (B)(6) 2023 = 0.085 nonreactive no impact to patient management was reported.

Manufacturer narrative:
Updated b5 to remove unnecessary information and provide further clarification on the adverse event. Removed reference to second ticket as this is for internal purposes only. Additionally the statement ¿no impact to patient management was reported¿ was removed and updated to provide details that the unit was released and it is unknown if there was any adverse impact.

Event description:
The customer observed false nonreactive architect anti-hcv results that matched results from the alinity but did not match other methods for one patient. The following data was provided: architect sid (B)(6) 08nov2023 anti-hcv = 0.07 nonreactive s/co 09nov2023 = 0.07 nonreactive. Other result from 08nov2023 hbsag = 0.22 nonreactive. Other manufacturers testing: elisa mila lab = high reactive result cut off = 0.354 results = 3107, 2182, and 2223. Elisa confirmation test is positive for anti-core. Nat testing = negative, nonreactive. Reference lab elisa vector-best = reactive, positive. New sample same results: architect = negative, nonreactive elisa mila lab = 2525 and 2962 positive, reactive historical results for donor: 19june2023 architect result = negative, nonreactive nat testing = negative, nonreactive customer checked that sample on elisa mila = positive, reactive. Moscow lab results = elisa anti-hcv and 2 russian manufacturers are all negative, anti-hcv confirmatory elisa(russian manufacturer eco lab) is negative. Immunoblot results from 14nov2023 only ab to c1 is positive(2+). Alinity 15nov2023 = 0.085 nonreactive. Update information update from 30nov2023: immunoblot result from blood taken 08nov2023 is uncertain, c1 is positive (2+). Donor tbili = 43 umol/l normal range = 2-21. Dbili = 9.04 umol/l normal range = 0-5.13 umol/l. Alt is normal. The donor¿s previous donation from 19june2023 was released for donation. However, it is unknown if the blood components were transfused or if there was any adverse impact.

Manufacturer narrative:
This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79. Complete information for section a1 patient identifier = (B)(6) and recipient 1. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of retained reagent kit lot 52255be00. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issues. Ticket search by lot and ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations. The overall performance of architect anti-hcv reagents in the field was reviewed using data gathered from customers worldwide. Standard deviation to cutoff and median values for the complaint lot were within the established limits and comparable to the historical reagent lot performance. In-house testing of retained reagent kits was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the lot generate the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on this data the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect anti-hcv (list 6c37) reagent lot 52255be00 was identified. Refer to MDR 3002809144-2023-00495 for recipient2correction to h6 adverse event problem health effect-impact code changed from f26 no health consequences or impact to f24 insufficient information. Update to b5 describe event or problem to include additional information received from the customer including that the red blood cells from the previous donations were transfused into two recipients.

Event description:
The customer observed false nonreactive architect anti-hcv results that matched results from the alinity but did not match other methods for one patient. The following data was provided: architect sid (B)(6) 08nov2023 anti-hcv = 0.07 nonreactive s/co 09nov2023 = 0.07 nonreactive. Other result from (B)(6) 2023 hbsag = 0.22 nonreactive. Other manufacturers testing: elisa mila lab = high reactive result cut off = 0.354 results = 3107, 2182, and 2223. Elisa confirmation test is positive for anti-core. Nat testing = negative, nonreactive. Reference lab elisa vector-best = reactive, positive. New sample same results: architect = negative, nonreactive elisa mila lab = 2525 and 2962 positive, reactive. Historical results for donor: (B)(6) 2023 architect result = negative, nonreactive nat testing = negative, nonreactive customer checked that sample on elisa mila = positive, reactive. Moscow lab results = elisa anti-hcv and 2 russian manufacturers are all negative, anti-hcv confirmatory elisa(russian manufacturer eco lab) is negative. Immunoblot results from 14nov2023 only ab to c1 is positive(2+) alinity 15nov2023 = 0.085 nonreactive. Update information update from (B)(6) 2023: immunoblot result from blood taken (B)(6) 2023 is uncertain, c1 is positive (2+). Donor tbili = 43 umol/l normal range = 2-21. Dbili = 9.04 umol/l normal range = 0-5.13 umol/l. Alt is normal. The donor¿s previous donation from (B)(6) 2023 was released for donation. The customer confirmed on (B)(6) 2023 that the red blood cells from the donor¿s previous donations were transfused into two different recipients. All other blood components were destroyed. The recipients are being monitored and there has been no reported infection or negative impact to either recipient.